Manufacturer narrative:
One smiths medical medfusion pump was returned for analysis with the top case cracked and chipped by the left rear bottom corner, cracked battery door and no visible contamination. Event log history was performed and indicated that the primary audible alarm post was found in history. During analysis, the reported issue was unable to be duplicated. Service fully seated the j9 connector and re-glued using the three mating surfaces on both sides of the j9 connection. Service also replaced speaker as preventive measure and performed self-test/occlusion test. Based on the evidence, the complaint was confirmed, and the problem source of the reported event is unknown.

Event description:
Information was received indicating that a smiths medical medfusion pump had a system failure. No adverse effects were reported.